Event description:
Pelvic organ prolapse repair, hrs after surgery, internal bleeding required 4 blood transfusions. Prolonged discharge led to cauterizing vagina incision. Lower left pain began months following. The mesh began protruding through vagina within six months, painful and difficulties with sex. Lower left pain continued to get worse. Large ovarian cysts showed up (B)(6) 2010, result was major surgery to remove cysts and ovaries. Problems with severe diarrhea, many tests run, no answers. (B)(6) 2010 appendix removed due to acute appendicitis and a carcinoid tumor. Severe pain still persists in lower left side. Problems with bowels and never feel the urge to urinate. Surgery to remove the mesh sling is scheduled for (B)(6) 2011. I would love to speak to someone before this surgery.